Event description:
It was reported that a spectrum pump's keypad had intermittent button problems and sometimers doesn't work. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. The row 3 (#0, #1, #2, #3) keys worked intermittently. It was found to be caused by a failed keypad. The front case (including the keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.